Event description:
Related to pr(B)(4). It was reported that following the implantation of a sparc sling the patient experienced moderate de-novo difficulty emptying bladder. She was discharged with indwelling foley catheter. Additional information indicated she returned to clinic for follow-up and "passed voiding trial, foley d/c." The event was considered resolved/recovered with no sequelae as of (B)(6) 2014. There were no further patient complications reported as a result of this event.